Event description:
It was reported that, as the doctor was seeding the head of the screw down to the pts cortex, the tip of the cannulated screw driver broke.

Manufacturer narrative:
Investigation in progress but not yet complete.